Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with episodes of noise on the pacemaker that appeared hourly. The noise episodes were found to be caused by hourly impedance tests, and the issue was resolved by reprogramming the device sensitivity. The patient was in stable condition.